Event description:
During a thrombectomy procedure in a dialysis graft, the atd drive shaft broke and the distal impeller housing became disconnected from the catheter tubing. Approximately 2cm of the spring coil became exposed at the distal end of the device.